Manufacturer narrative:
(B)(4). Per service repair technician (srt), the heater cooler (hx2) passed all functional testing with the exception of leakage current testing, which failed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, unit failed reverse leakage testing. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per the service repair technician, this is a non clinical unit that product development needs for testing and will be scrapped after the study. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The replacement part is not available, so the unit was returned to the customer with a note included in the service report that it failed leakage current testing.